Event description:
It was reported that during the implant procedure, there were multiple attempts at positioning the right ventricular (rv) lead due to elevated thresholds. It was finally placed in the right ventricular apex with good threshold measurement. The patient had a perforation and pericardial effusion received cardiopulmonary resuscitation and emergent pericardiocentesis after the procedure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).